Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system(#fx433t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
A complete and detailed examination of the progav 2.0 shunt system is not possible because we did not receive an approval for the examination despite several requests. Based on the limited investigation results, no malfunctions of the adjustability of the progav 2.0 were found. The valve can be adjusted to all pressure levels, and the brake function was working within specifications. For a more meaningful investigation of the interior we need the approval for investigation the examination of the return has been completed with the drafting of this report.

Event description:
The complained product was sent to the manufacturer. Unfortunately, we did not receive the release for investigation and could only perform a limited investigation.